Event description:
The customer stated that the power adapter sparked from the exposed wires which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. This product involved in the complaint was not returned for eval/ investing. Therefore, no conclusion can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.